Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level (bg) was 142-400mg/dl. Reportedly, customer went to the emergency room. The customer received intravenous fluids of saline and insulin. Reportedly, the customer will consult their health care provider (hcp) for an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.